Event description:
Risk manager reported "a chunk of the slip luer broke off." No other details were available, although customer states it was likely during patient use. There was no harm to patient. No medical intervention was required. No further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.